Event description:
It was reported that the cryoprobe burst in the area of the proximal, user-side probe head (kink protection) after approximately 10 applications of the probe. The accessory was being used with a cryosurgical unit. The cylinder pressure was 45 bar and the probe had been disinfected with "opa." The cryoprobe was not tested before use. No patient or user injury was reported.

Manufacturer narrative:
The cryoprobe was returned for an evaluation. An examination of the accessory revealed that the probe's head burst in the area of the kink protection. Both the probe head (proximal, i.e. On the user side) and the anti-kink sleeve were damaged. There were no missing pieces. A material/manufacturing defect was not apparent. There were no typical signs of use such as kinks or discoloration on the probe's head. Besides the damage, the cryoprobe appeared visually to be very good condition. Due to lack of information we can only speculate about the cause of the incident. Internal pressure must have built up due to a crimp in the line which caused the rupture. However, no conclusive determination could be made as to the cause of the device failure. Nevertheless, per the notes on use, the cryoprobe is to be checked visually and functionally for any kinks/damage before each use. Additionally, the accessory should not be occluded (kinked) prior to, during, and after use. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.